Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25 september 2020: lot 179952: 113 items manufactured and released on (B)(6) 2018. Expiration date: 2023-05-13. No anomalies found related to the problem. To date, 48 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a subsided stem after 1 year and 5 months from the primary surgery. The surgeon revised the stem, head, and liner. During the primary hip surgery, while the surgeon was inserting the stem, the patient's greater trochanter fractured. The surgeon cabled the fracture.